Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('period never stopped, just got a little less horribly heavy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (cyroablation). At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: menorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('period never stopped, just got a little less horribly heavy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (cyroablation). At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('period never stopped, justgot a little less horibly heavy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included alzheimer's disease (both parents). Concomitant products included testosterone since 2020. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and memory impairment ("my memory less"). The patient was treated with surgery (cryoablation). At the time of the report, the menorrhagia outcome was unknown. The reporter provided no causality assessment for memory impairment with essure. The reporter considered menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events have been added: "memory impairment" and "concomitant drug "testosterone" has been added. Family history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.